Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the female patient underwent orif for trochanteric fracture. After the surgery, sales-rep received an update through our distributor that tfna¿s ending cap could not fit into the nail during the surgery. On february 7, sales-rep caught details from a surgeon verbally, and the surgeon mentioned that a locking mechanism appeared not to be thoroughly set downwards when checking postoperative x-ray photos and CT scans those. He also illustrated that the locking mechanism position was about to be tightened on condition with impactor for blade use did not fully contact with guidewire sleeve. Since the locking mechanism has been positioned unwell yet and fixed condition assumed to be unstable, the revision surgery is planned later in pending date. Patient outcome: stable no further information is available. This report is for one (1) unk - end caps: tfna this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 510k: this report is for an unknown unk - end caps: tfna and 510k /unknown lot number. Without the specific part number, the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.